Event description:
The customer called to report an alleged device malfunction. The customer said the suspect device records results in memory that the customer does not feel the customer got while testing. When the customer recalls the results of 56 27mg/dl the display flickers between 756 and 56mg/dl. Then the display shows 827 ans 27mg/dl. No other allegation was made.